Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Eight bursts of anti-tachycardia pacing (atp) and six shocks were delivered for an atrial arrhythmia with rapid ventricular response (rvr). Patient required a change in medication. No additional adverse patient effects were reported. This ICD remains in service.